Manufacturer narrative:
D3: correction. D9: 26-dec-2024. H6: evaluation codes updated. One device was received for investigation. Review of the event history log confirmed the customer reported issue. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was the main board is inoperable. The printed wire assembly (pwa) board was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46442. There was no patient involvement.